Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited noise oversensing resulting in some inappropriate mode switch episode. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.